Manufacturer narrative:
Patient and implantation details unavailable at the time of this report. This report is filed on october 13, 2016. Implanted device remains.

Event description:
It was reported that the patient experienced irritation around implant site, however the issue could not be resolved; subsequently, the patient was administered antibiotics (date and type not reported) and suturing was required. Additional information has been requested but has not been made available as of the date of this report, october 13, 2016.